Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer had a wreck little before passing; she did not press a button on her machine and the caller found the customer deceased, the next morning. The caller stated that all of the customer's medications and products were discarded. The caller disconnected the call at this point. No further details were provided.